Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The guidewire and stalling issues are anticipated per applicable risk documents; therefore, a DHR review is not required for this complaint. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the device stalled and got stuck on the guidewire. The target lesion was located in the right superficial femoral artery (sfa). The physician selected to use a 2.4mm jetstream® xc atherectomy catheter for treatment through a 7f non bsc sheath and over a .014 non bsc guidewire. Atherectomy was in progress using jetstream when after 1 min 39 seconds the device stalled and got stuck on the wire. The device and the wire were removed together. The procedure was completed with angioplasty. No patient complications were reported and the patient status was fine.